Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B) (6) female patient, the device shut off during patient movement was powered back, and then shut off again. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.